Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alerted them a power error detected. They took out the battery and waited until the notification light stopped blinking. They inserted a new battery. The customer was asked to set up the time and date. The performed a rewind but the alarm recurred. It was the second occurrence after 3 hours of previously calling to troubleshoot. The customer¿s blood glucose during the incident was unknown. The insulin pump will not be returned for analysis.